Manufacturer narrative:
(B)(4). Additional PMA/510k numbers are k011028 and k013227.

Event description:
It was reported that the doctor applied too much torque to the implant (tsvb10). The overtorqueing damaged the internal threads of the implant. The doctor was able to place another implant in the same surgery.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. Visual inspection revealed minimum wear about the threads and collar. The internal hex is confirmed to be damaged and rounded at the edges. Documents reviewed: instructions for use for screw-vent implants 9665 rev 0-09/14 information identified: technique information - step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent and screw-vent implants surgical manual #5161. The complaint was confirmed. The device history record review f was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. The following sections have been updated: b4 date of this report. D4 add expiration date. UDI: (B)(4). G4 date received by manufacturer. H2 add follow up type. H3 device evaluated by manufacturer: change "no" to "yes". H4 add device manufacture date. H6 add evaluation codes. D3 manufacturer. G1-2 manufacturer site. Correction: h6 device problem code.